Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: gxr. (B)(4). Device was implanted and explanted on the same day. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The devices had to be removed due to a hematoma. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 during a craniectomy removal procedure due to a hematoma 4 screw heads broke off. The surgeon was able to retrieve all fragments but one screw was left embedded into the patient. The remaining construct was removed. The entire construct included 4 plates and 19 screws. The procedure was successfully completed without a delay and the patient was stable. This complaint is to capture the information regarding the removal due to the hematoma. The broken screw heads are captured in (B)(4). This complaint involves (23) twenty three devices. This report is 6 of 23 for (B)(4).